Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg) procedure, the reload was connected to the adapter and the jaws were closed for checking. However, the tips of the jaws were still opened and could not fully close. To complete the procedure, a new reload was used. There was no patient harm. The status of the patient is no problem.